Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum clogged. The following information was provided by the initial reporter, translated from chinese to english: after giving the patient a new infusion connector on 7.16, the infusion connector was in normal use for a few days. On the morning of 7.20, the nurse found that there was no blood return in the PICC retractor when she was giving the patient an infusion, and after checking, she found that the infusion connector was clogged.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that the bd q-syte luer access split septum clogged. The following information was provided by the initial reporter, translated from chinese to english:> after giving the patient a new infusion connector on 7.16, the infusion connector was in normal use for a few days. On the morning of 7.20, the nurse found that there was no blood return in the PICC retractor when she was giving the patient an infusion, and after checking, she found that the infusion connector was clogged.